Event description:
Since the procedure I have had reoccurring vaginal infections constant severe pain in lower abdominal area and back. Heavy periods with huge blood clots to the point I am unable to leave my home without extra clothes. Severe migraines, hair loss, and weight gain. I am always bloated even before and after menstrual cycle. Since the procedure my breast stay sore and engorged with clear discharge that comes out of both breasts. This is the worst decision I have made in my life and nobody will help. Please recall this product so no other woman have to endure the consequences of this procedure. (B)(4).